Manufacturer narrative:
(B)(4). The device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the device was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
The customer reported via phone call that their insulin pump did received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was 169 mg/dl. This was not the second occurrence of replace battery now alarm without low battery warning. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.